Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elastomeric device stopped flowing during infusion. The patient is not aware of when the infusion stopped. The device was filled with 1000 mg of desferrroxamine in 40 ml of solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.